Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and seroma are physiological complications and analysis of the device generally does not assist abbvie in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and seroma.

Event description:
Healthcare professional reported through regulatory agency right side periprosthetic effusion, macrophage granuloma, and small cracking. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported through regulatory agency right side periprosthetic effusion, macrophage granuloma, and small cracking. Device has been explanted.